Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone after battery changes. Customer also reported that the keypad buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no button response on all buttons due to unlocked keypad connector on lcd board. A good battery was inserted multiple times. The insulin pump functioned properly. No unexpected audio/beep anomaly noted during testing. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all the operating current measurement due to no button response. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.